Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the pt underwent stenting of the 1st ob mar (pre-dilated), the prox cx (pre-dilated) and a restenosed unk metallic stent in the dist cx (direct stenting). A total of three xience v stents were implanted. Approx three months later, the pt experienced chest pain, which was relieved with nitroglycerin. Two weeks later, the pt was hospitalized and evaluated by a cardiologist. The pt was treated with clopidogrel, underwent diagnostic coronary angiography (results not reported) and coronary artery bypass graft of unspecified arteries. No additional event or pt info is available.

Manufacturer narrative:
The two xience v coronary stents indicated are being filed under the same MFR number. Results and conclusions summation- product performance engineering reviewed the incident. Restenosis and angina are potential adverse events of coronary stenting, as listed in the IFU, and are not necessarily an indication of a product quality issue. There was no report of any device malfunction. The angina was likely a secondary effect of the restenosis, which was treated with CABG, requiring hospitalization. A conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.